Event description:
The ins was returned for analysis after 42.2 months implant duration for suspected bond wire breakage. Product inspection at follow-up detected no telemetry response from the device. The device was replaced in 2006 and was returned to the MFR for evaluation. The reported pt status post explant is good.

Manufacturer narrative:
Final analysis results reveal bond wires are broken; both b+ and b- battery bond wires were lifted from the circuit board pads, as received. One feed-thru wire from the #0, case circuits were also lifted from the circuit board pads. Product inspection found the device in a no output/no telemetry condition. The titanium shield was removed for destructive analysis and visual inspection under a microscope noted lifted wire bonds connecting the battery to the hybrid circuit, which explains the loss of output and telemetry. Also 1 wire bond connecting the hybrid to the output terminal and case was lifted. Visual exam found the epoxy bond between the hybrid and both battery terminals was found broken. The battery voltage measured prior to disconnecting was ok. Investigation conclusion: the analysis observation (lifted wire bonds) is related to the reason for return. The serial number is part of the affected sn range for the kinetra broken wire bond recall.